Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing was snapped in half. The blood glucose level of the patient was high which was treated by correction bolus via pump. The issue occurred with one infusion set used for one to two days. No further information available.